Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Before returning the device to sss, the user facility intentionally cut the power cord, therefore the device could not be function tested. A visual examination of the returned device did reveal eschar buildup on the jaws. Potential causes for the reported issue can be attributed (but not limited) to end user technique, eschar build-up on the jaws and in the blade guiding slots as this can affect the sealing and cutting effectiveness, or grasping more tissue than intended between the jaws. Stryker sustainability solutions' instruction for use state: "keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Do not use this device on vessels in excess of 7mm in diameter." "Place the vessel or tissue in the center of the jaws. Avoid incomplete vessel sealing by not grasping tissue beyond the electrode surface or placing it in the jaw hinge." "Do not activate the ligasure system in the vessel sealing mode until the vessel sealing instrument has been applied with the proper pressure. Activating the system before this is done may result in improper seal and may increase thermal spread to tissue outside surgical site." "The user must select the appropriate bar setting to achieve the desired tissue effect." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the ligasure device stopped working during the procedure. Sutures were used to complete the procedure. No patient injury was reported by the user facility.